Manufacturer narrative:
An aborted procedure due to alleged product malfunction is a known & documented risk for the neuroblate system. This documentation is available in monteris' internal risk management files. It is to note that the patient was not directly injured by the malfunction, and the patient received treatment via open craniotomy immediately after the litt case was aborted.

Event description:
During setup for a litt procedure, it was reported that the screen of the control workstation monitor would not turn on after switching on the base power. After verifying that all the cables were connected correctly, the entire system was restarted. After the system was restarted, the keyboard and mouse were found to be working, but not the screen. The system was restarted again, and this time the screen worked but the keyboard and mouse did not work. It is to note that the monitor, keyboard, and mouse were connected to the usb ports on the base of the monitor. The surgeon proceeded to convert the litt case into an open craniotomy on the same day, immediately after the litt procedure was aborted. There were no patient complications reported in relation to this event.